Event description:
The customer reported that 5 ml of cleaner leaked from the lh500 instrument, while running startup. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous results were generated for this event.

Manufacturer narrative:
The customer replaced the tubing at pinch valve (pv37) to resolve the leak issue. The diff background then was failing while running startup. Customer technical support (cts) had customer prime the diff pak and they spotted another leak in the normally open pathway of pv27. The customer replaced the tubing to resolve the diff background issue. The customer then performed verification of instrument to meet the specified requirements per established procedures. Upon recur, the failure mode identified (pv37) will likely cause erroneous results for all parameters due to insufficient backwash of the probe leading to carryover in manual mode, depending on the severity of the leak. (B)(4). Customer resolved the issue.